Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was an intramural hematoma observed. This required a re-intervention for aneurysmal evolution of the aorta under the diaphragm with sandwich techniques and chimneys on the visceral arteries. A second valiant stent graft was also implanted. Complications of bowel ischemia subsequently appeared; however this intervention resolved the hematoma event. The intramural hematoma was assessed by the physician investigator to be related to the study procedure. It was further reported that the patient developed bowel ischemia. This resulted in prolonged hospitalization and an intervention for the bowel ischemia consisting of a colectomy which was assessed to be unrelated to tevar. The physician investigator assessed that the bowel ischemia and death were not related to the device or the procedure. The primary cause of death was stated to be post-operative bowel ischemia after another distal endoprosthesis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter ruptured thoracic aortic aneurysm in zone 4. The patient presented with back and abdominal pain and in hypovolemic shock. It was reported that the patient developed a peri-prosthetic hematoma. A secondary intervention was required. A valiant stent graft was implanted along with a chimney technique. However, the patient expired due to colonic ischemia. The investigator assessed the event to be procedure related and not device related. No additional clinical sequelae were reported.